Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was attempted to be used on an unstable male angina patient in the cardio cath lab. During the catheter prep, the md vacuumed the catheter exactly and removed it from the tray. When he tried to insert the catheter into the sheath, the balloon catheter started to unwrap. As a result, the physician had to remove the catheter and sheath together from the patient and another iab was used successfully. There was a 5 minute delay in treatment, no patient death and no patient complications reported. Additional information received on 06/29/2010 from the distributor stated a super arrow-flex (saf) sheath was being used during the procedure. The spring wire guide (swg) was inserted into the patient's left femoral artery and the md accessed the same insertion site for the second placement.